Event description:
The customer reported that the "equipment is out of programming and bips every 30 seconds." There was not report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.